Event description:
An endurant bifurcated stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during the procedure after the deployment of the stent body and the withdrawal of the tip, it was found that the developing ring was detached. Upon inspection, it was found that the piece detached within the delivery sheath. The broken ring did not fall off in the body. Per physician, the cause of this event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint is a duplicate to pt identifier (B)(6). (B)(4) will remain the primary pe for all additional information added to this complaint. Additional information received: it was confirmed that the developing ring (ring at the proximal of the stent delivery outer sheath) behind the tip of the delivery system was broken in half and separated in the delivery sheath, but it did not fall into the body. The stent graft was deployed as normal with no injury to the patient. Per the physician the cause is undetermined but noted some parts of the developing ring may not have been connected properly. It was noted the patient had neck a neck tumor with 20mm of diameter. Film evaluation summary: four photographs and one 12 second video were provided by the account for review. A break and detachment are visible to the radiopaque markerband at the distal section of the graft cover. The reported ¿detached (in-vitro)¿ can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.